Event description:
The customer contact reported that during testing at the user facility, the device did not alarm when an occlusion was present distal to the device. The device came to the biomedical department from the ward for service. The customer contact reported there was no patient involvement. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.